Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Event description:
Additional information received indicated that this cardiac resynchronization therapy defibrillator (crt-d) was hooked a newly implanted right ventricular (rv) lead and used in temporary pacing. The device was taped outside the patient's body. Subsequently, the temporary pacing system was removed and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.